Event description:
On 11/07/2007 the patient reported that her infusion device shut down for technical inspection (09). She stated that she did not receive any of the prior 8x (88, 86, 84, 82) alerts warning her that the infusion device would soon shut down. She stated that she would switch to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address this issue. Product was requested to be returned for evaluation.